Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced heating at the ipg site during an MRI scan. The ipg was set to MRI mode prior to the scan. The patient also stated that the ipg was switching on and off during the scan. Post-procedure, the patient was able to turn MRI mode off successfully and therapy was restored. The patient may undergo surgical intervention (related manufacturer reference number 3006705815-2022-13733) at a later date to address the other ipg issue.

Manufacturer narrative:
A patient experienced heating at the ipg site during an MRI scan was reported to abbott. The ipg was set to MRI mode prior to the scan. The patient also stated that the ipg was switching on and off during the scan. It was determined the patient was able to turn MRI mode off successfully and therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.